Event description:
It was reported that there were episodes of undersensing and oversensing/noise recorded on the implantable cardiac monitor (icm). In addition, the device reached end of service (eos). The device remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.